Event description:
A report was received that the patient had an infection at the pocket site. The physician prescribed the patient with antibiotics. The patient also underwent a pocket revision in which the patient's ipg was explanted and replaced. After a few weeks, the patient's infection cleared up and the patient is reportedly doing well.

Manufacturer narrative:
Device was explanted and not returned to bsn. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory. This is the final report.